Manufacturer narrative:
(B)(4). Additional information: - the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch # kg6663, exp date 05/31/2021, MFR date 06/21/2016. Batch # kg6576, exp date 05/31/2021, MFR date 06/21/2016. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure. What instruments were used to grasp the needle? Where was the needle grasped during use? Were x-rays performed to localize the needle fragment? Were the needle piece(s) retrieved during the same procedure? Does the piece/device remain retained in the patient's tissue? If the piece(s) were retained, where are the located/in what structure? If retained, were there any patient consequences? What is physicians opinion as to the etiology of or contributing factors to this event what is the patient current status?

Event description:
It was reported that the patient underwent a c-section procedure on (B)(6) 2016 and the suture was used. During uterine myometrium closure by single interrupted suturing, a needle breakage at the tip part occurred and the broken tip of the needle fell into the patient. The broken tip was located by the x-ray and the operation for retrieving the broken needle tip was scheduled in the afternoon on (B)(6) 2016. Additional information has been requested.

Manufacturer narrative:
The actual device was returned. The analysis of the needle received indicates that the breakage occurred at the tip of the needle during use. There is no evidence of any material flaw or defect.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: the sales rep had an additional interview with dr. And the head nurse, on november 14th, 2016: on (B)(6) 2016, the patient was hospitalized. On (B)(6) 2016, a caesarean section was performed. After the baby was delivered, 2 layers of the myometrium were closed with jb840 by single interrupted suturing. The tip of the needle was broken when the 2nd layer was being sutured. However, the surgeon closed the surgical wound without seeking the broken piece as the surgeon assumed the broken piece had been outside the surgical field. He completed the operation. A x-ray was taken after the operation, then, a metallic substance was found inside the body. On (B)(6) 2016, a reoperation was done and the broken piece was found around the right round ligament as indicated by the x-ray. The broken piece was retrieved successfully. The surgeon admitted there had been a problem in his way of suturing. Seriousness: moderate/minor. The patient was a (B)(6) years old female. She has been recovered and discharged from the hospital. Product lot # unknown. What instruments were used to grasp the needle? No information. Where was the needle grasped during use? No information. Were x-rays performed to localize the needle fragment? Yes, it was performed after wound closure during the index procedure. Were the needle piece(s) retrieved during the same procedure? No it was not.